Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation procedure to treat atrial fibrillation the crbs polarx fit balloon cath st ous was selected for use, the balloon catheter was unable to retract into the sheath. The troubleshooting was performed and the catheter was replaced. The procedure was completed successfully. No patient complications were reported. The device is expected to be returned.